Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a wound opening, which was suspected to be caused by the patient. This lead is expected to return. No additional adverse patient effects were reported.